Event description:
The first biopsy is successful, during second attempt the needle advancement out of sheath is difficult, user retracted the needle and observed the bent. User changed to a new needle to complete the biopsy. 1. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs,which lymph node was being targeted? E.g., 2r, 2l, 4r, ao, ar, 11ri, 11s, etc.) Pancreas. 2r2l4raoar11ri11s. 2. Please describe the size of the intended target site. 3.6 diameter 3.6cm. 3. Was gaining access to the target site difficult? No 4. Was puncture of the targeted site difficult? Yes, during second attempt 5. What is the scope manufacturer and model number that was used? Olympus ultrasound endoscopy (fan scanning scope) 6. Was the scope recently service/repaired? No. 7. Was the device used in a tortuous position? Yes 8. Are images of the device or procedure available? No 9. Was the device damaged in packaging before removal? No 10. Was the device damaged on removal from packaging? N/a, yes, no 11. Was force required to remove the device? No 12. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Needle advancement 13. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior toreturn? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no. 14. If not with the device in question, how was the procedure performed and/or finished? With a neww echo-19 needle echo-19. 15. Did the patient require any additional procedures as a result of this event? No 16. If additional intervention was performed, was it during the same procedure as the device failure or was itscheduled for another day? Same procedure 17. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Both handle end and patient end 18. Was gaining access to the target site difficult? No. 19. Was force required on insertion of device into scope? No. 20. Was resistance felt while inserting the device through the scope? No 21. If the device was kinked below the sheath extender, was the kink observed before inserting the deviceinto the scope? No 22. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Needle advancement 23. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes 24. Was the stylet partially removed when advancing the needle into the target site? Yes 25. Was the syringe used during the procedure, after the stylet was removed? Yes 26. Was difficulty experienced while retracting the needle? No. 27. Was it possible to be fully retract before removing the needle from the patient? Yes 28. How many samples were obtained (passes completed) with this needle? 2, first one is successful, second time failed. 29. Did any section of the device detach inside the patient? No. 30. When the needle tip was advanced into the target site was the distal scope position adjusted so as tostrain or flex the needle? No. 31. For procore needle, is the device damage located at the notch/core trap? N/a, yes, no (if no, pleasespecify where the damage is located) not procore needle procore 32. If an ebus procedure, did the needle tip hit the cartilage rings of the trachea? Not a ebus procedure ebusebus 33. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 34. Was the stylet fully in place inside the needle when advancing into the targeted site? Yes.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation 1 unit of lot c2215866 of echo-19 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 07th of may 2025. On evaluation of the device no issues were found, the following observations were made: visual inspection: stylet returned separately to device. Stylet examined and no issue observed. Kink observed below sheath extender. Distal end of needle examined and kink observed 1.2cm from tip of needle (ipe of ruler used ipe0402, calibration due jan 2035). Some biological matter observed on distal end of needle. Functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance with difficulty. While advancing the needle handle with difficulty the needle broke below the sheath extender and would not retract. Needle removed from device and break observed below sheath extender. Manufacturing records prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2215866 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101) image review an image was not returned for evaluation. Root cause analysis a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the puncture of the targeted site being difficult on the second attempt as per additional information, which in turn may have led to the distal needle kink and resulted in advancement difficulties encountered. The distal needle kink would put additional pressure on the needle during advancement and the fact that the device was used in tortuous/flexed position possibly led to the proximal needle kink. The needle break occurred in the lab while advancing the needle handle with difficulty due to the proximal kink below sheath extender. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 18 may 2025.